Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room with chest pain. It was noted that the patient's implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The patient's ICD was reprogrammed. The patient has been discharged from the hospital.